Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that (B)(6) we have had 2 bd 0.2 micron low protein binding filters (bd smartsite extension set) that would not prime/flush and (B)(6) nurse was infusing dexamethasone(no cytotoxics) through a bd alaris tubing set with a 0.2 micron filter (no package but same product as above) and the IV began leaking at the filter where the tubing connects to the actual filter and (B)(6) same filter product as above. Was leaking and then separated at the spot where the tubing connects to the filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.